Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the msm20, mcl20 and mcs20 clips would not deliver (no details). Another device was used to complete the case. There was no consequence to the pt.